Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a practice manager and forwarded by to our local affiliate (B)(4). This case involves a (B)(6) female patient who began poly-l-lactic acid treatment on (B)(6) 2008 for unknown indication. Poly-l-lactic acid was injected in her cheek and jaw line. Relevant medical history and concomitant medication information were not mentioned. On an unknown date the patient developed nodules all over her face. Action taken with poly-l-lactic acid as well as the patient outcome was not reported. Corrective treatment if any was not reported.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on 21-oct-08: (B)(4) results were received: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.